Manufacturer narrative:
The original product number initially reported was for the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery is not getting charged. There was no reported patient involvement.